Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were multiple mode switch episodes due to over-sensing on the right atrial lead. No intervention was reported; the over-sensing resolved on its own. Patient condition could not be obtained.